Event description:
It was reported that after the implant procedure, the patient experienced chest pain due to the right atrial lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2014. (B)(4).